Event description:
It was reported that customer did not see drops of insulin at end of tubing during fill tubing step of load sequence, despite using more than 30 units of insulin to fill tubing and completing steps to remove air from cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support, was educated to use room temperature insulin, was instructed to disconnect tubing and fill at t:lock, and was guided through loading a new cartridge, after which drops of insulin were seen and load process was completed so insulin delivery was resumed.